Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 542 mg/dl; with ketones that were identified as life threatening by a healthcare professional; cause was unknown. Customer attempted to self treat by consuming carbohydrates however; customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.